Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the distal tip broke off, all pieces were retrieved and surgery was completely successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the very distal tip, maybe 10-15mm, of the flowport cannula broke off in the joint. After roughly 20-30 minutes the broken piece of the cannula was removed using a crochet hook. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on cannula. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported the distal tip broke off, all pieces were retrieved and surgery was completely successfully.